Manufacturer narrative:
Additional information was received that the lv lead programming changed to only rv-stimulation. The lv lead was explanted and new lv lead implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with dislocation of the lv lead. Patient underwent lead revision. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.